Event description:
It was reported that during a ptca treatment procedure, the maverick2 monorail balloon ruptured at 14 atms on the second inflation. (The number of atms reached on the initial inflation is unk.) The pt was asymptomatic during this event. The lesion being treated was a 99% restenotic stent lesion in the proximal lad coronary artery. A transradial approach was used. It is noted that slight resistance was met with insertion of the balloon catheter. The maverick2 monorail balloon was removed and replaced with another maverick2 monorail balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.